Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that starting 4 days ago, their handset was not connecting to their charger it showed not found and probably like 2 days ago, they noticed their stomach was all bloated and they were not peeing at all, they had to have their husband leave work to come to their work to bring them catheters because they could not pee at all. Worked with the patient to try to start a recharging session and after restarting the handset and charger then dismissing the code 3167 the patient was successful to start and maintain a charging session, noting the message to position the charger to get the highest number then got an excellent connection and shortly, the battery level was 10 percent. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned they had called a couple of years back about the same problem. Reviewed some charging information, redirected to their doctor and redirected to call back if they needed support in the future.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.